Manufacturer narrative:
Concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: plc201200/13007980, UDI: (B)(4). According to the instructions for use (IFU) for the gore® excluder® aaa endoprostheses; adverse events that may occur include, but are not limited to include: endoleak.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for an unknown etiology and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient tolerated the procedure. On (B)(6) 2019, follow-up imaging was performed and a distal type I endoleak on the left side was reported. No aneurysm enlargement was reported. On (B)(6) 2019, the patient underwent reintervention and an additional endoprosthesis was placed on the left side to extend coverage to the left external iliac artery and successfully exclude the aneurysm.